Event description:
Reporter indicated a patient had vns generator and lead replacement surgery on (B)(6) 2013 due to a lead fracture noted on x-rays following a failure to conduct a systems diagnostics test at a prior office visit. The x-rays will not be sent in for review. An implant card was received to the manufacturer indicating the generator and lead were replaced due to a lead discontinuity. Diagnostics with the new devices were within normal limits. High lead impedance was first noted on (B)(6) 2013, and were last within normal limits on (B)(6) 2011. The patient was not seen for approximately one year. The patient had no trauma and did not manipulate the vns. The explanted vns lead and generator were returned to the manufacturer. Analysis of the lead was completed. A break was identified in the positive and the negative lead coil. Scanning electron microscopy images of the positive coil break at the lead body show that pitting or electro-etching conditions have occurred at the break location. Images of the mating end of the coil break suggest a stress-induced fracture has occurred in at least two strands. However, due to mechanical distortion (smoothed surfaces), metal dissolution, and/or surface contamination a conclusive determination of the initial and final fracture mechanism cannot be made. Scanning electron microscopy images of the positive and negative coil end past the electrode bifurcation show that pitting or electro-etching conditions have occurred on the coils. The positive coil images suggest a stress-induced fracture has occurred on one strand. However, due to mechanical distortion (smoothed surfaces), metal dissolution and/or surface contamination the fracture mechanism of the ends of lead coils cannot be determined. It was confirmed a positive break occurred in the body region along with outer and both inner abraded openings near (+) break location. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator is still pending.

Event description:
Analysis of the vns generator was completed. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 3.030 volts, (not at ifi). The data in the diagaccumconsumed memory locations revealed that 32.372% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.